Event description:
It was reported during maintenance that the following failure descriptions were noted: damaged machined head and damaged plug. There was no patient involvement. During device evaluation, it was discovered that the insulation of the cable is torn. The metal wire is visible where it is torn. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the wiring harness and machined head were damage. There was a cut in the insulation of the cable. The wiring harness and machined head were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: poland.